Event description:
The patient reported in 2007, the ins was protruding out; there was no redness around the implant but the area felt as if it was "burning on fire," it hurt to touch it. The patient representative reviewed product erosion and re-directed the patient to the hcp for an immediate evaluation. The hcp reported there was irritation noted at the pocket site five months later; clothing had rubbed on the site. The upper left buttock area and suture line were blistered, swollen and bruised with moderate edema but no drainage and the skin was intact. The product delivered adequate therapy; the patient's low back pain was managed well but immediate battery placement revision was anticipated to avoid potential infection. The patient began oral antibiotics and the device was explanted; there was a low volume of clear fluid in the pocket and cultures were positive for coagulase negative staphylococcus. The pocket was debrided with bacitracin; only the ins was explanted. A new device was placed and the pocket was repositioned from the buttock to the abdomen. There were no complications immediately after surgery. Three days later, the patient reported vomiting, a mild fever and requested increased pain medication. The infection subsequently resolved, the patient appeared to be fine.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.